Manufacturer narrative:
The site sent isi the curved-tip stapler 30 instrument that was used during the da vinci-assisted surgical procedure. The instrument was evaluated by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed initialization and the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument also successfully passed clamp and fire with no issues. A visual inspection of staple formation passed. All staples formed properly. The instrument was found and noted to be fully functional. In addition, the system logs were reviewed. In addition to the curved-tip stapler 30 instrument, a stapler 45 instrument and a curved-tip stapler 45 instrument were also used during the procedure. Based on the available system logs, 18 stapler reloads were fired and no stapling related errors were found. The curved-tip stapler 30 instrument in this case successfully fired six white stapler 30 reloads. The white stapler 30 reloads were not returned to isi for evaluation. At this time, the root cause of the patient's post-operative complications cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the current information provided, this complaint is being reported due to the following conclusion: after completion of a da vinci-assisted pulmonary wedge resection procedure, a staple line allegedly came apart and the patient experienced bleeding. The patient underwent subsequent open surgery to control the bleeding and repair the staple line defect. However, the root cause of the post-operative complications are unknown.

Event description:
It was reported that after undergoing a da vinci-assisted pulmonary wedge resection procedure, a staple line allegedly "busted" and the patient's pulmonary artery was "nicked." According to the initial reporter, the curved-tip stapler 30 instrument did fine. On (B)(4) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and the following additional information regarding the reported event was obtained: the csr was not present during the case which she believes was not recorded on video. At the end of the case and after the patient had been closed up, a staple line allegedly opened while the patient was in the process of being wheeled out of the operating room. The patient underwent open surgery to control bleeding and address the staple line defect. Post-operatively, the patient remained in the hospital for an unspecified period of time and was then discharged. On (B)(4) 2019, isi obtained the following additional information regarding the reported event from the site's robotics coordinator. The da vinci-assisted surgical procedure was completed and the patient was being transferred to the recovery room. At that point, the hospital staff identified that the patient was bleeding. The patient underwent open surgery to address the bleeding and a staple line defect. The robotics coordinator could not provide any details of the staple line defect. According to the robotics coordinator, there were no reports from the surgical staff that a robotic stapler instrument or reload malfunctioned during the da vinci-assisted surgical procedure. To the knowledge of the robotics coordinator, the patient is still alive and has since been discharged. The robotics coordinator indicated that due to the incident, the robotic stapler instrument was sent to risk management for assessment although there were no reports of any issues with the robotic stapler products.